Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after an acl and lemaire procedure using an ultrabutton fixation device, the patient presented a staphylococcus caprae infection. The patient's knee was rinsed out with antibiotic solution and the implants remained in the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5: event description updated.

Event description:
It was reported that, after an acl and lemaire procedure using a ultrabutton fixation device, the patient had a staphylococcus caprae infection, the symptoms started on (B)(6) 2024. The patient's knee was rinsed out with antibiotic solution and the implants remained in the patient. Two times re-opening + re-operation with arthroscopic flushing was required. The infection is under control with arthroscopic rinsing and antibiotic treatment (levofloxacin + rifampicin). The knee is stable with preservation of acl reconstruction expected. The patient current status is good.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records and sterilization records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states there were no abnormalities during manufacturing that would have contributed to the reported adverse event. It is unknown if the instructions for use for the twinfix¿ ti preloaded suture anchors instructions for use was adhered to. The instructions for use does precaution, ¿hazards associated with reuse of this device include, but are not limited to, patient infection and/or device malfunction.¿ all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.